Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 467 mg/dl and insulin injections were administered to address bg. Pump system check with tandem technical support found an air bubble in the infusion set tubing. Customer primed out the air. Blood glucose was lowering at the time of the report.